Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) along with the right ventricular (rv) lead exhibited noise and oversensing during implant after the lead was connected to the device. All other measurements were in range. Boston scientific technical services (ts) discussed the potential causes for the noise and suggested troubleshooting measures. The lead was disconnected from the device and it was noted that there was blood on the terminal pin and within the header. The terminal pin was cleaned and re-inserted in the header and the setscrew was tightened. No noise episodes were observed thereafter and a defibrillation threshold (dft) test was done with all measurements within normal limits. The following day, one noise episode was again observed with no evidence of asystole of more than two seconds. The device was reprogrammed and remote monitoring was planned. No adverse patient effects were reported. The system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.